Event description:
A nurse reported knives were found damaged when opened, and some knives bent and broke easily when the surgeon made the incision. All procedures were completed using an alternate knife without harm to the pt.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration test and hardness test values for the lot met specification. A damaged tip was detected during the qa inspection. However, the lot was re-inspected and all damaged tips were removed and the product was released according to the MFR's acceptance criteria. The root cause for the bent knife experienced by the customer could not be determined. All knives are 100% inspected by training operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).